Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: 419478 lead implanted: (B)(6) 2009; 5076-45 lead implanted: (B)(6) 2009. (B)(4).

Event description:
It was reported that there was noise. The lead was replaced. No patient complications have been reported as a result of this event.